Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results the device was returned to olympus for evaluation. The evaluation was unable to duplicate the reported device issues. Olympus performed a visual inspection and no physical anomalies were noted. A functional test was performed and tested with an olympus wm-p1 mobile workstation equipped with an olympus monitor, light source, video processor, and camera head. The transformer was able to power up the workstation properly. Due to the nature of the reported device issue, the transformer was burned in for two days for a total of 14 hours and no clicking noise or loss of image were observed throughout the duration of the burn in test. The image production was found to be in normal standards.

Manufacturer narrative:
The video tower transformer was not returned to olympus for evaluation. In addition, the serial number was not provided. Therefore, olympus was unable to perform a device history search. The cause of the reported event could not be determined at this time; however, user handling, operator¿s technique, and patient's pre-existing condition could not be ruled out as contributory factors to the reported event.

Event description:
Olympus was informed that during a therapeutic colonoscopy procedure, the patients¿ colon was perforated. It was also reported that the video tower made an intermittent ¿clicking noise.¿ at the same time the noise occurred, the image would flicker on and off. It was reported that the image flickered approximately 5-6 times during the procedure. The physician continued to use the same scope for the duration of the procedure. After the procedure, the devices connected to the video tower (olympus model# k10006317) were unplugged, and plugged directly into the wall socket. The image then became stable the rest of the day. The user facility further reported that they are replacing the video tower transformer. In addition, the user facility reported that they are unable to confirm what caused the perforation. The patient was reported to be in critical condition.